Event description:
The peep pressure is fluctuating. The customer support engineer (cse) inspected the device and could not duplicate the reported condition. As a precaution, the cse removed and replaced the autozero solenoids. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.